Event description:
A sterile biopsy needle was being opened for a neuro procedure when the scrub tech noticed that the needle's sterile packaging contained a hair. This makes the needle unusable. Needle was turned into charge nurse.